Manufacturer narrative:
The system remains implanted and no other adverse events have been reported. This issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient could have a (B)(6). Blood tests are being conducted to confirm the infection. No intervention has been performed at this time.